Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, wear abrasion, creases fold, and weight was within specification. Cloudiness and crystals in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii-IV." Device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade iii-IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii-IV." Device remains implanted.